Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room (ER) with a ventricular rate of approximately 200 beats per minute. The local field representative (fr) reported that the device did not detect or treat the rhythm and therefore, no episode was stored in the device's arrhythmia logbook. The patient had to be externally cardioverted in the ER. The fr also reported observing loss of atrial capture. Technical services (ts) discussed that the rate smoothing feature, which was programmed on in the device, was likely affecting ventricular tachycardia (vt) sensing. Ts discussed programming options to mitigate the issue. No adverse patient effects were reported.

Manufacturer narrative:
As of today, all information indicates that this device remains in service. No additional information is available. Should additional information become available, this report will be updated.